Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer stated that upon starting ablation a strange sound was heard from the closurefast catheter. Ablation button was pressed and an error code 42 (the rfc did not respond correctly to a press of the rf power button) was shown on the display, product would not work. Procedure was converted to stripping. No patient harm. Patient age, gender: not provided. The investigation on the closurefast catheter was performed on (B)(6) 2015. The customer's report of a strange sound during ablation with the closurefast catheter and an error code 42 from the radiofrequency generator could not be confirmed. The reported event was unable to be replicated within the lab. A visual inspection found no damages or anomalies that would appear to have directly contributed to the reported event. The closurefast catheter passed continuity/resistance testing and a completed a full test cycle performed on two different radiofrequency generators (rfg2) with no abnormal sounds noted. The root cause of the reported experience could not be determined. Possible contributing factors such as procedural technique and generator interaction could not be analyzed.